Event description:
A report was received from a user facility in the USA stating the stellaris pc system shut down during a procedure and could not be restarted. Another system was used to complete the procedure. There was no impact or injury to the pt.

Manufacturer narrative:
The system was evaluated at the user facility by a field svc tech. The reported problem was not duplicated during the eval. The power cord and connections were inspected and no problems were found. The system met all performance specifications.